Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device with the circular metal pad detached from it. Another picture showed the circular metal pad detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported, that during an arthroscopic exploration of the right shoulder, acromioplasty and rotator cuff repair. The circular metal pad at the tip of the super turbovac was visibly detached. With the assistance of arthroscopy, the metal pad was removed using hemostatic forceps. And the detached part was examined for completeness without any impact to the patient. The procedure was successfully completed using a smith and nephew back up device. A delay of less than 30 minutes was reported. No further complications were reported.